Event description:
Patient with a history of hypertension was treated and sent home. Patient returned to hospital on 12/01 at which time a splenectomy was required. The patient requried four units of blood and four liters of IV fluids. The patient is stable but still in the hospital.